Event description:
Customer reported an issue where the device would load 180 units but only display 60. Reportedly, the customer reloaded original cartridge to address issue. There was no adverse impact to the customer's blood glucose level. The customer declined a follow-up with technical support, and no further information was provided.